Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system and confirmed systems was not getting boot up. The customer identified that the issue was with the host pc and ssd and he replaced the defective part. But still the issue was not resolved. The philips engineer analyzed and confirmed that the issue was with the license. After installing the new license, the issue was resolved, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up. The system was not in clinical use. No user or patient harm has been reported. An in house service engineer replaced the host-pc and ssd. The device was returned to expected functionality.